Event description:
User has had constant coughing, 3-4 episodes of bronchitis, occasional dizziness, joint pain, elevated liver functions and sinus problems starting a year ago when working with product. Pt has seen their physician and been treated with antibiotics. Pt has missed 10 days work due to bronchitis. Thier symptoms clear up on weekends.